Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during priming. The customer's blood glucose level was not known. It was confirmed that the customer had a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had corroded keypad traces at down arrow button. No button error alarm noted. All button function properly. Insulin pump had a cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and stained end cap sticker.